Event description:
This is filed to report the clip becoming stuck in the papillary muscle and being deployed only on one leaflet. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021. Two mitraclips were successfully implanted. On (B)(6) 2022 the patient underwent an additional mitraclip procedure as well as a triclip procedure. A third mitraclip was implanted to reduce the patient¿s mitral regurgitation (mr) that occurred due to progression of disease. Afterwards, a clip delivery system (cds) was advanced to the patient¿s tricuspid valve, however the mitraclip got stuck in the papillary muscle of the anterior leaflet. Standard troubleshooting was performed; however, it was unsuccessful. The clip was also attached to the anterior leaflet and was stable. Therefore, the physician decided to implant the clip only on the anterior leaflet. The patient¿s tricuspid regurgitation (tr) remained unchanged at a grade of 4 and the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient effects. The physician was aware that implanting a mitraclip on the tricuspid valve is off label. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states that ¿the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ based on available information, the reported clip becoming stuck in the papillary muscle appears to be related to the off-label use of the mitraclip system as the unique trajectory of mitraclip may result in interaction with anatomical features when being advanced to tricuspid valve. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported foreign body in patient was associated with the decision to deploy with only the anterior leaflet captured, and it was a result of the entrapment. The reported unchanged tricuspid regurgitation (tr) was due to the reported foreign body. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: part number, expiration date and UDI number updated h4: manufacturing date updated

Event description:
N/a.